Event description:
Contact reports the breakage of a previously implanted screw as well as screw loosening. The patient had experienced non-union and was also the victim of a physical assault after insertion of the implants. It is not unknown if the assault may have caused or contributed or the reported difficulty.